Event description:
During an unk procedure, doctor needed some force to fire more than usual at 2nd and 3rd firing. 1 to 4 staple lines were not stapled at 3rd firing. Another device was used to complete the case. There were no adverse consequences to the pt.